Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) with the following findings: evaluation revealed that the display screen was discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.